Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of display anomaly and prime/fill anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump stopped working yesterday. The customer stated that the pump says rewind and then starts to prime and tells her to reset pump. Due to partial display, the customer cannot see the complete alarm information. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.